Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the replacement of the dtc resolved the reported issue of the arrows not lining up and not being able to charge. It was also reported that the return of pain was in her legs with nerve pain. The patient could not use their device because it was not charged; once the patient was able to use the device, the pain had decreased.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the replacement desktop charger resolved the issue with the arrows not lining up and not being able to charge. The return of pain was correlated to not being able to recharge, also a lack of support and daily activities. Steps taken to resolve the return of pain was charging their unit and hopefully working with a manufacturer representative (rep) to get the unit going again.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n: (B)(4) found that the device was found with the connector pin bent on the cable assembly. (B)(4) now pertains to the desktop charger (s/n: (B)(4)) and (B)(4) now pertains to the implantable neurostimulator (s/n: (B)(4)). (B)(4) pertain to the desktop charger (s/n: (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the arrow on the desktop charger connector pin and arrow on the recharger does not match up right and would not recharge. It was reported that the ac adaptor connector pin was plugged in upside down. No out of box failure was reported. No medical or therapy problem was reported. The patient stated that the pain in their right leg had returned. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.